Manufacturer narrative:
P-cap locked in place properly during testing. Unit powered on with critical pump error open book image. Unit was successfully downloaded using thump software. On adapt, pump error 35 alarm was recorded on 07/26/2024 at 17:19:00.000 hour. Proceeded by cutting unit open to perform a visual inspection of connectors and electronic assemblies. Per visual inspection, moisture damage was detected on pcba1, keypad flex connector gold traces, and force sensor gold traces. Isolate to electronic assembly. The following cosmetic damages were also noted during inspection: cracked case (battery tube), pillowing keypad overlay, and scratched case in conclusion customer concern of critical pump error open book image was confirmed. Open book image caused by pump error 35, triggered by corroded electronic assemblies. Isolate to electronic stack. Device test failed due to open book image occurrence. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic), exposed to moisture, device test failed. The customer reported no adverse event. The event involved product(s) mmt-1880l. Customer reported that pump was exposed to moisture but there is no visible fluid in pump. Pump did not pass self test. Customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. No harm requiring medical intervention was reported. The customer will discontinue to use the insulin pump. Mmt-1880l was requested and customer response was the device will be returned.